Event description:
Related manufacturer reference number: 2017865-2024-22298 it was reported that a patient presented in-clinic with loss of capture noted on the patient's right ventricular lead. Under-sensing was noted on the device. The lead was explanted and replaced on 25 jan 2024. No intervention was reported to address the device. The patient was recovering with no additional adverse consequences noted.